Event description:
A report was received that the patient was experiencing rashes and itchiness in various parts of her body. It is unknown if the symptoms were device or procedure related. The physician prescribed medication and referred the patient to a dermatologist.

Manufacturer narrative:
Date of event: (B)(6) 2012. Additional suspect medical device components involved in the event: model #: sc-8216-70. Serial/lot #: (B)(4), description: artisan surgical lead, 70cm; model #: (B)(4), serial/lot #: (B)(4), description: next generation anchor kit-sterile.